Manufacturer narrative:
During review of the reported event on (B)(6) 2020, it was observed that in the initial MDR section d11 should have been entered with concomitant medical product. As a result, the following correction has been made: section d11: concomitant medical products: lens model- za9003 ,serial number-(B)(4) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: a partial UDI number is known, as the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  Device manufacture date: unknown as lot number was not provided. Device evaluation: the pscst30 cartridge was received with a za9003 lens. Visual inspection using magnification was performed to the returned sample. Residues of lubricant material was observed on cartridge. The cartridge tip was observed bent and deformed. Residues of lubricant material was observed on lens. Both haptic was observed slightly distorted. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. However, CAPA (B)(4) was initiated due to an increase in delivery issues related to using cartridge model pscst30. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon could not get the lens to push through the inserter. There was patient contact. There was no medical interventions taken. The surgery continued with no problems using another lens of the same model and diopter power was used to complete the procedure. The event was observed when inserting lens into the eye. No further information available.